Event description:
Some of the information, printed on the strip vial, had rubbed off. Patient's blood glucose was not affected and no treatment was received. Patient's current condition: fine. Technical support requested the return of the suspect device and replacement product was shipped.